Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes there were bubbles in the gal. This event occurred 11 times. The following information was provided by the initial reporter: some of our phlebotomists pulled tubes that appear to have bubbles in the gel and were unsure whether they should be used for patient collections. (Lot#2081974 and lot#: 2069382).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2069382. Medical device expiration date: 02/28/2023. Device manufacture date: 03/10/2022. Medical device lot #: 2081974. Medical device expiration date: 03/31/2023. Device manufacture date: 03/22/2022.

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes there were bubbles in the gel. This event occurred 11 times. The following information was provided by the initial reporter: some of our phlebotomists pulled tubes that appear to have bubbles in the gel and were unsure whether they should be used for patient collections. (Lot#2081974 and lot#: 2069382).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-03. H.6. Investigation summary: bd received ten (10) samples and two (2) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to introduction of air and inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. Our business team regularly reviews the collected data for identification of emerging trends.